Manufacturer narrative:
Attempts to obtain additional information were not successfully. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device experienced a syncopal episode. Upon review, the patient was in atrial fibrillation. As a result, some programming changes were performed. No additional adverse patient effects were reported.